Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device did not provide an e1 cartridge empty error when the cartridge was empty and the volume indicator read 0. No adverse event was reported. The alleged product was replaced and requested for evaluation.